Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. A visual inspection was performed with both the naked eye and under microscope and found a broken shrouded connector. Functional tests, including leak and clear passage testing, were performed with no issues noted. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported problem was verified via the visual inspection; however, the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the patient line extension broke and a leak occurred. The event occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.